Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose level was not impacted. Troubleshooting with tandem technical support was performed and touchscreen was functioning as intended.